Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level; cause was not known. Bg value was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.